Event description:
The reporter stated that the tubing fell off the end of the access port. There was no patient injury or treatment as a result of this event.

Manufacturer narrative:
Medex has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.